Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause of the alarm could not be determined conclusively. The device had the adhesive pad completely attached with no insufficient weld spots. Residual adhesion felt when peeling the adhesive pad apart from itself. No product defect or deficiency that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient reported the adhesive pad was not secure at the time of the elevated bg levels. It was also reported that the cannula dislodged from the infusion site. To treat the patient's elevated bg levels, a bolus of insulin was administered via injection pen.